Event description:
Additional information was obtained and indicated that this rv lead exhibited non detection, functional undersensing and high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. Fluoroscopy revealed a conductor fracture near the subclavian area. This rv lead was surgically capped and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--